Manufacturer narrative:
Additional information was received and indicated the impella pump placed for support was explanted. The patient was successfully weaned and reported to have survived at the time of explant. Section d6b has been updated accordingly. Further information confirmed the patient's weight (87.0 kg) as initially reported. Correction. D1 brand name was corrected accordingly. Correction: e1 initial reporter's title and occupation were updated as well as the user facility's name, address and phone number.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
A 33 year old female supported with an impella 5.5 device for heart transplant rejection, with pre support clinical status consistent with scai shock stage d, experienced a small hematoma at the left axillary surgical access pocket following transfer to the ICU. The patient had been on anticoagulation therapy (heparin 25,000 units/250 ml), monitored by ptt, but heparin was discontinued at 5:40 pm on 3/4/2026. The hematoma remained stable with no associated drop in hemoglobin or hematocrit (value at time of bleed: 42.7). No blood products were administered. The bleeding occurred at the axillary pocket and was managed conservatively with cessation of systemic anticoagulation. The hematoma remained stable after discontinuation of anticoagulation, and no evidence indicates device performance issues contributed to the bleeding. The patient remains supported by the impella at the time of reporting. The patient underlying critical condition, anticoagulation therapy and movement during transfer may be a contributing factor.

Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in g4 (manufacturer country code). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was most likely use related to anticoagulation management per clinical details that hemostasis was achieved by stopping anticoagulation.

Manufacturer narrative:
D4. Primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the access site adverse event was most likely use related to anticoagulation management per clinical details that hemostasis was achieved by stopping anticoagulation.